Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing from the vessel could not be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove access ports, audible noise and mechanical jam (safety release) could not be tested due to the condition of the returned device. The difficulty to close the locator wings was confirmed. The irregular appearance was observed as a bent control wire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that force was used to remove the device. It should be noted that the starclose instructions for use (IFU), states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate interventional and / or surgical removal of the device and vessel repair. In this case, the force used was circumstantial due to the difficulties experienced. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a balloon and stent interventional procedure using a 6f sheath. Reportedly, step 4 was completed to deploy the clip of the starclose; although an audible "click" was heard, it sounded a little different than usual. When attempting to pull back the device to remove it, the device was stuck. The access ports were used to release the thumb advancer; however the device could still not be removed. Then, the red safety release button was pushed to collapse the vessel locator wings. The device was pulled back against resistance and was finally able to be removed. It was noted that the vessel locator wings had not collapsed and had remained open. There was no tissue damage or vessel damaged noted. Hemostasis was achieved using manual arterial compression. The location of the starclose clip was unknown. The physician did not know if the clip had remained in the patient and it was not present on the device when it was inspected after removal. Additionally, there was some tubing noted to be sticked out in a "v" shape down near the area of the device near the blue plunger. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.